Event description:
Reference number: (B)(4). Event occurred in saudi arabia. It was reported that patient faced bent cannula event on 23 feb 2026. The insertion site was abdomen. The infusion set was in use for two days. The blood glucose level was 413 mg/dl and treated via manual injection. No further information available.